Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) showed myopotentials over-sensing. No interventions were reported. The patient was stable.

Event description:
New information received indicated that the patient presented for a follow-up and alerts of non-sustained right ventricular oversensing episodes due to another occurrence of mopotentials inhibition were observed on the device. Myopotentials were reproducible with coughing. Programming changes were made. The patient will continue to be monitored. There were no adverse health consequences, the patient was stable.